Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during use where the patient disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of an automated pd set with cassette during dwell 5 of 5 on the homechoice (hc). During troubleshooting, the hp stated that he had thought therapy was over, disconnected, did not press stop, realized that therapy was not over, and reconnected. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.